Event description:
Smoke emission was detected from the advia centaur xp instrument. The instrument was turned off to stop the smoke emission. There was no report of injury to staff, damage to property or impact to patients.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined that the cause of the smoke was due to a malfunction of the instrument power supply. The cse replaced the power supply. The customer successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.